Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed evidence of a single cs-088-85b3 alarm on the date of the alleged issue occurrence. However, during the actual investigation, the ezprime steps and a 24 hour duration testing were successfully completed with no call service alarm occurrences.